Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device displayed an e6 error code, would nut run due to motor damage, and failed pretesting for motor thermistor assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. E1: reporter¿s complete mailing address was not available. UDI:(B)(4).

Event description:
It was reported from china that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 error code indicating handpiece overheat warning. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.